Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had hyperglycemia. Blood glucose value at the time of the event is 509 mg/dl. Customer reported that insulin pump had compromised force sensor system alarm. Troubleshooting was performed and product will not be returned for analysis.